Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket d2 in the drawer 3.2 was failed. A field service engineer inspected and troubleshot a half height (hh) drawer 3.2 where cubie d2 was not opening due to a jammed cubie. Removed the faulty cubie, and the customer replaced it with a new one. The system was rebooted and tested in hardware test application (hta), confirming successful operation. The system functioned as intended after the field service engineer repaired the device.